Event description:
It was reported that a patient with an implantable neurostimulator for pain stimulation experienced a fall and subsequently felt that the device had moved out of place. The healthcare professional discussed the need for magnetic resonance imaging (MRI) and activated MRI mode on the device. The patient notified their provider, who indicated that everything was fine.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient restating previous information about fall and device moving. They feel a little pain prick down their spine to their tail bone. Pain is hot and stinging. They have an appointment with their hcp on (B)(6). They have not turned on the device and are waiting on advice from the doctor.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.